Manufacturer narrative:
G4: 12apr2021 b4: (B)(6)2021 the philips service technician replaced the touchscreen to resolve the issue. The device passed functional testing after repair was completed and returned to service. . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This returned touchscreen assembly was tested, and this failed testing due to multiple resistance failures.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
It was reported to philips that the lower right area of the touch screen failed to be operated. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The philips service technician evaluated the ventilator and confirmed that the touch panel reacted different when it was touched in the service center. The touch screen was calibrated but the phenomenon was not improved, so it was determined that the touchscreen requires replacement.